Event description:
It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to bent cannula. The event occurred three or more hours after insertion. The insertion site was abdomen.

Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.